Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Patient reported a one side definitely ruptured and the other is "probably" ruptured. Patient "sometimes has pain" and noticed "a large bulge" surrounding the ruptured implant. Patient also reported "breast enlargement and hardening." Device remains implanted. This record is for the right side.